Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg values were not provided. Reportedly, the customer had been using fiasp insulin within the pump supplies. A supply change was performed to address bg. Recommendation was made to consult with a healthcare provider regarding obtaining a different insulin type.